Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Unable to confirm motor error alarm due to unresponsive buttons. However corroded motor home switch and corroded lcd board noted during visual inspection. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer went into a pool with his insulin pump on. Fluid was reportedly under the lcd display. A motor error alarm occurred during rewind and the buttons stopped working. The customer's blood glucose was at 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.